Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments and the customer inadvertently performed the load sequence while connected to the site. Customer consumed carbohydrates to address bg. Customer updated their settings and tandem technical support educated the customer to not be connected to the pump during the fill tubing process to address the event.